Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the programmer screen hangs on the medtronic logo, as a result the hard drive was reimaged and the software was reloaded. It was also noted that the display was out of electrical specification, there were lines across the display. (B)(4).

Event description:
It was reported that the programmer screen hangs up on the medtronic logo screen. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).